Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. A further investigation was performed due to the reported event of infection and there is enough evidence to support that the device was manufactured under controlled conditions in accordance with allergan medical's procedures. The terminal sterilization cycle used by allergan medical was developed and validated to achieve a high level of sterility assurance. Given the fact that the cause of the infection cannot be specifically associated to allergan's manufacturing process, and there is not an adverse trend for this type of event, no corrective action is deemed necessary at this time. Device evaluation: visual analysis of the returned device identified white particles and an air pocket within the valve/disk to-shell bond area, which is out of specification. A leak test was performed and no openings were found. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is an air pocket within the valve/disk-to-shell bond area which was assessed as workmanship. An additional further investigation has been initiated due to the workmanship found during device evaluation. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event as follows: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Infection ¿ in rare instances, acute infection may occur in a breast with implants. The signs of acute infection include erythema, tenderness, fluid accumulation, pain, and fever. Very rarely, toxic shock syndrome, a potentially life-threatening condition, has been reported in women after breast implant surgery. It is characterized by symptoms that occur suddenly and include high fever (102°f, 38.8°c or higher), vomiting, diarrhea, a sunburn-like rash, red eyes, dizziness, lightheadedness, muscle aches, and drops in blood pressure, which may cause fainting. Patients should be advised to contact a physician immediately for diagnosis and treatment for any of these symptoms.

Event description:
Patient reported having been treated for left side breast infection. Surgical reoperation has occurred. Device has been explanted and replaced.

Manufacturer narrative:
A further investigation was performed due to a workmanship issue found during the device analysis. The review of the documentation associated with the manufacturing process indicates that all devices with this work order were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis, an air pocket was observed within the valve / disk to shell bond area. However, neither this workmanship nor any other observation is related to the reported event. The issue with void on valve will continue to be monitored and corrective action will be taken in the future if deemed appropriate.

Event description:
Patient reported having been treated for left side breast infection. Surgical reoperation has occurred. Device has been explanted and replaced.